Manufacturer narrative:
.

Event description:
The manufacturer representative reported, a dye study was performed and the radiolabeled indium dye did not leave the pump. The pt had the pump implanted in 2007. The replacement was uneventful. The catheter was able to be aspirated and the pump was able to be aspirated and filled. The pt receives baclofen 500 mcg/ml at a dose of 50 mcg/day via simple continuous infusion. No alarms are sounding, pump logs appear normal and the pt is in stable condition. The pt does have some redness over the pump pocket site. Cultures were obtained but no results were reported. Troubleshooting is being considered. Additional info has been requested but was not available on the date of this report.